Event description:
It was reported that device did not seal. A left atrial appendage closure procedure was performed, and a watchman flx laa closure device was implanted. At a routine 45-day follow-up, imaging revealed that the device had 3mm leak in the posterior aspect of the device/appendage. The patient had a peri-device leak (pdl) plug procedure performed to resolve the leak. The physician was able to access the leak area with a catheter and deploy a non-bsc plug to resolve.